Event description:
Additional information was received that high out of range pacing impedance measurements greater than 2,000 ohms continue to be observed. The physician will continue monitoring. No adverse patient effects were reported. This product remains implanted and in service.

Event description:
Boston scientific received information via the patient's remote monitoring system that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high out-of-range (oor) pacing lead impedance (pli) measurement. The cause of high pli was not determined. Further, the patient mentioned that the device was beeping. There was no noise with isometrics or pocket manipulation. Boston scientific technical services (ts) discussed trouble shooting measures. At this time, the system remains in service. No adverse patient effects were reported.

Event description:
Additional information was received that continued high out of range pacing impedance measurements were observed in addition to increased threshold measurements. An invasive procedure was performed. The lead was surgically abandoned and replaced and the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.